Event description:
New information indicated the device was replaced and returned.

Event description:
It was reported a patient presented in clinic after receiving an inappropriate shock. Programming change was recommended.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
Device evaluation anticipated but not yet begun.

Manufacturer narrative:
The reported field event of inappropriate therapy was not confirmed in the laboratory. Review of stored electrograms did not note inappropriate therapy. Noise was observed that was consistent with cautery. The device was tested on the bench and no anomalies were observed. The cause of the reported field event was not determined.